Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: 314.743; synthes lot number: 7432391; supplier lot number: n/a; release to warehouse date: february 12, 2014; expiration date: n/a; supplier: (B)(4), incorporated. No nonconformance records (ncrs) were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: customer quality investigation: the following investigations were performed: damage visual appearance not as expected: device condition: the drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located distal to the helix. The helix is intact and shows minimal wear. The complaint condition is confirmed and consistent with the reported condition. Dimensional analysis and document/specification review: based on the date of manufacture the device drawings reflecting the current and manufactured revision were reviewed. The outer diameter of the shaft was measured to be 5.18mm (ca-814) which is within the specification of 5.18mm +/- 0.025 per inspection sheet. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Lot number review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Also, material review performed during DHR records review showed no issues concerning the material. Hardness was not reviewed as the flexible nitinol shaft does not have a hardness specification (reference: 314_741_1_2 rev. B). Conclusion: the complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. However, the reamer/irrigator/aspirator (ria) technique guide [dsus/trm/0615/0627(1) 4/17] addresses recommended use. Step 5 under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Step 2 under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ therefore, while a definitive root cause for the given complaint condition could not be determined from the provided information, it is likely that any unintended excessive forces on the device could have contributed to complaint condition. Furthermore, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Additional product code: hrx. Device is an instrument and is not implanted/explanted. Facility information is not available for reporting. Initial reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, the end of the reamer/irrigator/aspirator drive shaft broke off. The device broke off while reaming a tibia. The surgeon pulled out the device and continued the procedure using another device. It was unknown if there was surgical delay. It was unknown if the procedure was completed successfully. Patient outcome was unknown. This is report 1 of 1 for (B)(4).